Manufacturer narrative:
H.6. Investigation: our quality engineer team received two picture samples for evaluation of this incident. Through inspection of the pictures, the needle was observed pierced through the catheter tubing just above the nose of the yellow adapter. This type of defect may originate from the manufacturing process due to an alignment issue, bent tubing, or air blow inconsistency. There is an automated vision system that inspects all samples for signs of defect and a sampling plan implemented for tip spear and lie distance, which mitigates the occurrence of this defect during manufacture. A device history record review was performed for the provided lot number. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. This type of defect may also occur during use when breaking a tip adhesion; however, the customer would have to completely removed the cannula from the catheter and re-cannulate the device. Based on the location of the defect, this incident most likely originated during the manufacturing process. H3 other text : see h.10.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) had a needle through the catheter. The following information was provided by the initial reporter: "soft needles exposed."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 24ga 0.75in (0.7 x 19 mm) had a needle through the catheter. The following information was provided by the initial reporter: "soft needles exposed".